Manufacturer narrative:
E1 first and last name was inadvertently omitted on the initial manufacturer device report number. The investigation was completed and no product return. Ppae/ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced limb ischemia resulting in compartment syndrome. A fasciotomy was performed to resolve the ischemia. The pump was explanted and the compartment syndrome resolved. The patient is in stable condition.